Event description:
It was reported that during a pulse field ablation procedure, the sheath could not be inserted due to the tip being bent and it had a set curvature causing the sheath unable to be inserted in the puncture site. The sheath was replaced which resolved the issue. After multiple applications within the heart, the catheter tip became balled up making application difficult. The catheter was then replaced and no problems were observed. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.